Event description:
A customer contacted global technical service (gts) regarding a low drain volume alarm that occurred on the home choice (hc) during drain 8 of 13. During troubleshooting, the registered nurse (rn) stated that the patient got unhooked in the middle of the night and drained fluid out. She then needed to bypass to fill. The rn was aware of the disconnect procedure. There was no serious injury or medical intervention reported. The writer attempted to contact the nurse and reached another nurse at the clinic. He did not recognize the patient's name and was unable to provide contact information for the patient. He said the nurse only works nights and weekends. Therefore the writer will mail a letter to the nurse requesting more information in regards to the use error - breach in aseptic technique and a connection issue.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was use error. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4).